Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 05/04/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was stuck at the cartridge tip. The lens was observed torn and the cartridge tip was cracked and deformed. The customer's reported complaint for lens cracked upon opening could not be verified since the condition of the returned sample was consistent with a unit that was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable no patient contact was reported. If explanted, give date: not applicable no patient contact was reported. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was noticed cracked when the lens case was opened. No patient contact was reported. No further information was provided.